Event description:
It was reported that during a cystocele repair, the issue broke when inserted. The tissue was completely removed and discarded and replaced with the same type of device and no further complications reported. There was no patient injury associated with this event.